Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The evaluation of these photos illustrated gel air bubbles, but no gel smearing was found. Additionally, a total of (B)(4) retained samples were visually inspected, and no defects were found. Complaints for sample quality were not under statistical control for the month of september 2025, additional testing was performed. Factors that may contribute to gel smearing were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, gel smearing via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles. This complaint has not been confirmed for the indicated failure mode: sample quality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there were bubbles in the separation gel of 10 devices. Additionally, after use, there was gel barrier smeared up the side of the tube wall in 10 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there were bubbles in the separation gel of 10 devices. Additionally, after use, there was gel barrier smeared up the side of the tube wall in 10 devices. No adverse impact was reported regarding the patient or user.